Event description:
My sister, (B)(6) saw commercials for cologuard on tv and decided it would be much easier than getting a colonoscopy. She talked to her physician, who ordered cologuard for her. Her results were negative for colon cancer. However, after having severe back pain about a year later, she went to the emergency room at the (B)(6) medical center in (B)(6), the end of (B)(6) 2018. An MRI or scan showed she had multiple tumors on her colon. Her diagnosis was colon cancer with no treatment available that would put her in remission. She died 12 days later on (B)(6) 2018. I believe cologuard's commercial on tv are very misleading and deceptive stating if you're at average risk for colon cancer why take 2 days off work or drink that horrible liquid for prep, just ask your dr to order cologuard. You can call me, (B)(6), on (B)(6) if you need add'l info.